Manufacturer narrative:
B.3.d.1., d.4, h.4. Through follow up livanova was informed th event date was february 11th, 2025 and the serial number of the egb is (B)(6) (manufactured on 22/10/09). Relevant fields have been updated. D.4. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. According to follow up, no error code was displayed. The gas blender did not meet the requirements specifications. The device needs to be sent back to the manufacturer for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6). The unit will be shipped to livanova deutschland for a further investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 electronic gas blender failed functional test during maintenance activity. In detail, the flow criteria were not achieved. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication with livanova technician in charge, it was learned that the affected unit is going to be scrapped as it cannot be repaired due to its age (manufactured in 2009). A review of the service history of the device has been conducted and no other similar events have been reported. No trends have been detected for the mentioned type of failure. Considering all the gathered information and investigation's results of previous similar events, the root cause of the event can be traced back to an internal component failure, likely due to wearing of electro-mechanical device.

Event description:
See initial report.